Manufacturer narrative:
(B)(4).

Event description:
It was reported that no low alerts occurred on the application. The patient stated his glucose level was continually dropping at around 1:00 am, with no alert, resulting in him going into a diabetic coma. An ambulance arrived and gave him and intravenous (IV) therapy and sugar. After the paramedics left, he continued to eat for about an hour and then felt stable. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss. No additional patient or event information is available.